Event description:
The reporter contacted animas on (B)(6) 2012 reporting that there were air bubbles, they primied them out and they still returned. There is no reported adverse event with this complaint. The report is made based on the allegation of air bubbles in the system.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.